Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Per boston scientific, this rv lead was explanted on (B)(6) 2013. Boston scientific and our biotronik representative did not have a reason for explant. Multiple calls to the patients following physician were not returned. It is unknown why this lead was explanted. Should additional information be received, this file will be updated.